Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages without prior gel release) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires. The cause of the add gel messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'add gel' messages without a prior gel release.